Event description:
After shoulder repair procedure, dr noticed that the patient was burned on the right leg. Unsure how the burn took place but it was around the edge of the grounding pad. The burned area was square like the pad and didn't know if it was a burn or adhesive reaction. Patient followed up with primary care doctor and staff doesn't know status of patient. Pad was placed on right thigh which is correct placement for a shoulder case. Conmed pad was used for the procedure instead of recommended valley lab pad.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Product passed functional testing per process summary 1202257 rev.h and power cycle tests. Product did not fault during 6 hour burn-in. No problem found. (B)(4).